Event description:
It was reported that during the implant procedure, the guidewire was difficult to pull out and was stuck with the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿the run through guide wire was difficult to pull out and stuck together¿ was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination did not find any anomalies.